Manufacturer narrative:
Based on the information available, the investigation determined the event was due to pre-analytical handling issues.

Event description:
We received an allegation of discrepant high results for 2 patient samples tested for creatinine plus ver.2 (crep2) on a cobas pro c 503 analytical unit. Patient 1 initial result was 2.01 mg/dl. The repeat result was 1.28 mg/dl. On (B)(6) 2023 the field service engineer (fse) found the sample probe was dirty and cleaned it along with the reagent probe. Qc was acceptable. The fse ran a patient sample in duplicate and the results were reproducible. On (B)(6) 2023 the customer complained of discrepant results for another patient sample. On (B)(6) 2023 patient 2 initial result was 2.27 mg/dl. The sample was repeated twice with results of 1.21 mg/dl and 1.22 mg/dl. The questionable results were not reported outside of the laboratory. The crep2 reagent lot number was 67171801 with an expiration date of 31-jul-2023.

Manufacturer narrative:
Qc was acceptable. Precision testing was performed suggesting a pipetting issue. On (B)(6) 2023 the fse checked the gear pump and sample probe. Qc results were within the acceptable range. A general reagent issue has been ruled out since qc was acceptable. The investigation is ongoing.